Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The recipient suffered from a trauma around the implanted area, and the implant and abutment was explanted. As this issue is caused by outer circumstances (trauma) this is not device related, therefore there is no need for any device analysis. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on june 13, 2024.

Event description:
Per the clinic, the patient sustained a trauma to the head. Subsequently, the device was explanted in (B)(6) 2022. The patient was reimplanted with another cochlear device on (B)(6) 2023.